Event description:
It was reported that during a surgical procedure at the user facility the device was smoking. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported smoking was not able to be confirmed by a manufacturer repair technician through visual inspection or functional evaluation. No failures were found that could have contributed to the reported event and no evidence of the reported smoking were identified.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was smoking. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.